Event description:
It was reported that device was used during an unknown procedure. The handpiece caused shear lockout and it was very warm on the hand grip. The case was completed with another lcsc5. There was no pt consequence. No further info is available.